Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of slight melting on the manifold between 3 - 9 o'clock positions of the tip. Functional testing could not be carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer corrective and preventative action (CAPA) investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 2 dissimilar complaints from this lot of devices that were released to distribution. Corrective actions to be identified through manufacturer CAPA if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that during the procedure the radio frequency presented a failure in the sterile material; the ceramic melted during the procedure. A new one had to be opened; that one did not fail.